Event description:
While clinician transferring silicone oil from initial glass syringe to a plastic syringe with compatible tubing to the accurus machine. The hub of the glass syringe broke leaving shards within the plastic syringe. The scrub was checked for any possible injury and the field for contamination. None were found and all silicone oil components were removed and placed in sharps bin.